Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed by moving the patient to another room. The philips remote service engineer (rse) analyzed the system remotely and confirmed that the system's image processing computer was unable to boot, preventing imaging. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and customer stated that the system was down as customer were unable to acquire any images and fluoro runs on the system due to image disk reportedly being full. On further troubleshooting, the rse checked the log files and found that the imaging pc (ip) pc was indeed failing as the fans along with the disks were failing the power on self-test (post) upon boot up and found a data model error, suggesting the imaging pc had a corrupted image store. The rse requested onsite support. The philips field service engineer (fse) checked the system onsite and found that the image processing pc was not booting up correctly which hindered its functions. To resolve the issue, the fse replaced ippc. The defective part was sent for analysis, for ippc, no failure was observed. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's image processing computer was unable to boot, preventing imaging. No harm was reported to philips. The device was in clinical use at the time of reported event. Philips has started an investigation of this complaint.